Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia gas scavenging system hose was cleaned, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not able to adequately perform fluid suctioning. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR reported for a failure to perform fluid suction was filed in error. The reported complaint was for a failure of the gas scavenging system. This issue is not reportable as the reported complaint would be noted during preuse testing, as contained in the user manual. Required (B)(4) room air exchanges help prevent a buildup of harmful levels of anesthesia gases.